Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented after receiving vibratory alerts for high, out of range high voltage lead impedance. The device and competitive lead were explanted and replaced. No further information is available.